Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure white balance was not working confirmed and error e105(communication error) was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dust inside the unit need to clean, image flicker, y/c(s-video cable) port was loose, error e226(scope communication error). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image flicker and error e226 (scope communication error) was coming intermittently due to a faulty flat cable; white balance was not working, and error e105 (communication error) was coming due to a faulty led (light emitting diode) unit. Additionally, for the y/c (s-video cable) port being loose, the most probable cause was traced to component failure, and for the dust inside the unit, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited the camera processor light not working and an e105 error on the display. The issue occurred during service/maintenance. There was no patient involvement.